Event description:
The customer reported that while the unit was in use on a pt, the unit generated "battery in use" and "low battery" messages while connected to an ac power source; the battery charging indicator was not illuminated. The pt was switched to another unit and therapy was continued. No pt injury was reported.